Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump developed an intermittently unresponsive touchscreen that prevented meal announcements and supply changes, despite access to the menu and attempts to restart and charge; a replacement was provided and the user was instructed to shut down the device and use backup therapy. Symptoms included no adverse clinical effects and blood glucose reportedly not affected. Outcomes included interruption of therapy functions and the need for backup therapy until replacement use. Investigation included customer service troubleshooting and logistical review for device return. Investigation of this device revealed a screen/display malfunction consistent with a damaged or nonresponsive touchscreen, later noted by the user to be cracked, implicating the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display leading to user interface failure.